Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis in standard analysis of the returned device identified: white particles, flat creases and weight test of the device was verified and the device was within specification. Visual analysis in additional analysis of the returned device identified: bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.